Manufacturer narrative:
On (B)(6) 2017, the high bg was discussed with a healthcare provider and the pump settings were adjusted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump supplies were changed. The customer had a blood glucose (bg) level of 409 mg/dl. The cause of the high bg was not known. An insulin pen was used to address the high bg. The contact reported that as the insulin pen was not as precise as the pump, an over-correction for the high bg occurred and the bg early the next morning was 56 mg/dl. Carbohydrates and juice were consumed to address the low bg. The bg elevated to 280 mg/dl and a correction bolus was delivered. The contact did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The bg level was to be monitored.